Event description:
The customer reported that while loading a pt into the bore of the gantry for a CT clinical procedure and after releasing the button on the left gantry control panel the couch moved out of the bore on its own. The pt was removed from the couch. The field service engineer determined the cause was from a failed left gantry control panel. There was no report of harm to a pt or operator.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).